Manufacturer narrative:
Follow-up will be filed if add'l info becomes available.

Event description:
It was reported by the customer that after catheter insertion, air intake was noticed. It was noted there were 3 "adjacent" holes near the second centimeter making. Further details have been requested.